Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received shocks for noise observed on rv lead. The device was interrogated prior to implant of new rv lead replacement, again confirming shocks for rv lead noise. Lead tests and thresholds appeared normal. Noise was not reproducible with device and lead manipulation before and during case. On (B)(6) 2019, the lead was capped and replaced. The lead was abandoned. The patient was stable.